Event description:
It was reported that there were multiple occurences where the pump requested a minimum of 50 units of insulin during the load process. The issue was solved when customer replaced the cartridge and added more insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.